Event description:
The customer used the suspect device to check thier blood glucose and obtained a reading of 400+mg/dl. Pt injected insulin based upon this reading. Pt then experienced a hypoglycemic event and almost passed out. Emergency medical techs were called and they checked their glucose at 41mg/dl. Pt was taken to the hosp and treated with an IV. Glucose control was used on the system and the control was out of range. The device was replaced with new product and authorized for return to the MFR for eval.